Event description:
It was reported that the shock lead impedance on the right ventricular (rv) lead had been rising gradually before becoming high, out-of-range at around 170 ohms. Boston scientific technical services recommended they perform a commanded shock to test the rv lead. Ts was later contacted again about the out-of-range impedance measurements and was notified that the impedance had been out-of-range since november 2020. Ts again recommended they perform a commanded shock. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance on the right ventricular (rv) lead had been rising gradually before becoming high, out-of-range at around 170 ohms. Boston scientific technical services recommended they perform a commanded shock to test the rv lead. Ts was later contacted again about the out-of-range impedance measurements and was notified that the impedance had been out-of-range since (B)(6) 2020. Ts again recommended they perform a commanded shock. The rv lead was later explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance on the right ventricular (rv) lead had been rising gradually before becoming high, out-of-range at around 170 ohms. Boston scientific technical services recommended they perform a commanded shock to test the rv lead. The device and leads remain in service. No adverse patient effects were reported.